Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was instructed to clean the contact pins on the electrical connector on the endoscope and blow air on to the clv-190 plug in connector. Then the customer was then instructed connect the scope and turn on the tower, and the unit was working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac), evis exera iii xenon light source displayed a b30 scope communication error during preparation for an unknown procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to dirt or dust that adhered to the contacts of the output connector or the scope connector. Olympus will continue to monitor field performance for this device.